Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). Omsi checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the gas flow rate was different between the set and measured values, but when the cr board connections were corrected, the device worked properly. -the gas volume count could not be measured accurately. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event was caused by a poor connection on the main board. The cause of the poor connection of the main board could not be identified. In addition, the device history record was normal, no detailed information was available about the connection status of the main board, and the device was not returned to olympus medical systems corp. (Omsc), so the cause could not be surmised. -from the evaluation results of the device, it was confirmed that the phenomenon was improved when the connection state of the main board was corrected. -the device was not returned to omsc. -there was no abnormality in the device history record. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the routine inspection by the technician, the volume indicator was not displayed and the gas volume count could not be measured accurately. There was no report of patient injury associated with the event. An olympus field service engineer visited the user facility and checked the device. As a result, it was found that the gas volume count was not measured, and the flow rate was different between the set value and the measured value.

Manufacturer narrative:
The device was not returned to any of olympus locations. After the user requests a replacement device, the device will be returned to olympus for repair. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.